Manufacturer narrative:
H3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator power turned off and smoke was observed on the lower left side. The device was available for evaluation review of the logs confirmed unit experienced a loss of ventilation code. The service personnel (sp) checked the unit and confirmed thermal damage of resistor r6 on the breath delivery (bd) power distribution printed circuit board assembly (pcba) and capacitor c174 on user interface (ui) pcba. Sp replaced the bd power distribution pcba and ui pcba to resolve the issue. Additionally, sp also replaced bd power controller pcba, ac power module, bd power supply and battery pack as a precaution. It was reported that the unit was in working condition. Battery pack was not received for failure analysis. One ac power module, one bd power supply, one bd power controller pcba were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One ui pcba was received for failure analysis. Visual inspection of the returned user interface pcba found visual damage to capacitor c174. The analysis found capacitor c174 failed short. One bd power distribution pcba was received for failure analysis. A visual inspection of the returned bd power distribution pcba found damage to resistor r6. Then resistor r6 was replaced. The returned part was attached to the failure investigation test ventilator for analysis. The ventilator powered up normally with no codes or alarms. The cause of the event was isolated to capacitor short to c174 in ui pcba and damaged r6 in bd power distribution pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section h6 updated due image evaluated evaluation code method (annex b) additional code added. Component code (annex g) remove g0201204 and add g0201201 h3: device evaluation summary updated due to evaluation of image provided. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator power turned off and smoke was observed on the lower left side. The device was available for evaluation review of the logs confirmed unit experienced a loss of ventilation code. A review of the logs confirmed that the unit had a loss of ventilation (lov). The service personnel (sp) inspected the unit and confirmed thermal damage of resistor r6 on the breath delivery (bd) power distribution pcba and capacitor c174 of user interface (ui) pcba. Sp replaced the bd power distribution printed circuit board assembly (pcba), ui pcba, bd power controller pcba, alternating current (ac) power module, bd power supply, and battery pack. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. As per the film/image provided of the battery pack test report, the battery pack was found to be faulty. One ac power module, bd power supply, bd power controller pcba were received for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One ui pcba was received for analysis. Visual inspection revealed thermal damage to capacitor c174. Further analysis determined that capacitor c174 had failed due to a short circuit. One bd power distribution pcba was received for analysis. A visual inspection of the returned bd power distribution pcba found thermal damage to resistor r6. The cause of the event was isolated to a capacitor short to c174 on the ui pcba, which can damage the resistor r6 on bd power distribution pcba and in turn affect the battery. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator power turned off and smoke was observed on the lower left side. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator power turned off and smoke was observed on the lower left side. The device was available for evaluation review of the logs confirmed unit experienced a loss of ventilation code. The service personnel (sp) checked the unit and confirmed thermal damage of resistor r6 on the breath delivery (bd) power distribution printed circuit board assembly (pcba) and capacitor c174 on user interface (ui) pcba. The bd power distribution/controller pcba, ui pcba, alternating current (ac) power module, bd unit power supply and battery pack require replacement. The device is pending repair. The likely cause of the event was isolated in the field to a fault in bd power distribution pcba and/or gui ui pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.